Event description:
It was reported that the device was interrogated for an upcoming implant procedure and revealed that an electrical reset occurred. The device was not implanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found.